Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system when he was completing a infusion set change. Customer stated that the insulin squirted out during the manual prime. Customer's blood glucose was 133 mg/dl. The customer mentioned initially during the troubleshooting that the drive support appeared to be normal however later on he stated that the drive support was sticking out and when he pushed it back in, it allowed him to complete the rewind process. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced. Customer stated that he wanted to speak with someone regarding trade in before he returns the device. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.